Event description:
Uac [umbilical artery catheter] transducer not intact, found while running lines for line change. There is a clear cut/disconnection of the tubing that should not be there. It is unable to function the way it is intended.